Manufacturer narrative:
The returned was evaluated and the exposed portion of the soft cannula was observed to be damaged. Pod data indicates the pod operated and delivered insulin as intended during operation. It could not be determined when or how this damage occurred. A crack was observed in the top housing. This had no effect on the reported event. It could not be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.